Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient found it difficult to establish communication between his ipg and charger. In addition, the patient desires to have his ipg explanted and replaced to take advantage of newer technology. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Upon further review of additional information received it was determined the issue does not meet the requirements for regulatory reporting. The device was electively replaced to take advantage of new technology.